Event description:
Pt has a condition that causes the skin on hands to be damaged easily and frequently. Pt usually uses bandaids, but thought this product would be easier. With the first application on a cut between middle and index fingers, the skin on the insides of the two fingers became fused together and pt could not separate them. Pt tried soaking hand in a bowl of nail-polish remover and ran under very hot water; fingers were stuck like they had superglue on them. They contacted 3m and were transferred to a toxicologist who said to keep trying various things and that it may take a day for the substance to wear off. ER dr applied gauze soaked with a chemical they couldn't recall the name of and the fingers were finally separated after an hour. Reporter feels there should be some kind of warning on the package of the strength of the adhesive in the product.